Event description:
Customer reported the lemo connector and interconnect cable are damaged. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector and interconnect cable. System operates as intended.